Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. The customer's address is unknown: ¿(B)(6) USA has been used as a default.¿ FDA notified: the initial reporter also notified the FDA on (date) via medwatch # mw5101498. Investigation summary: no product or photo was returned by the customer. The customer complaint that the IV line disconnected from the safety clamp could not be verified due to the product not being returned for failure investigation. A device history record review for model2465-0007 lot number 20096287 was performed. The search showed that a total of (B)(4) was built on 15sep2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample received, an investigation could not be performed and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: due to no sample received, an investigation could not be performed and a root cause could not be determined.

Event description:
It was reported that the gem 20dp 0.2mf low sorbing dehp free experienced component separation, and blood exposure. The following information was provided by the initial reporter: the IV line disconnected the safety clamp, splattered on the nurse's shirt, mask and side of the face.